Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from (B)(6). This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient was hospitalized and was diagnosed with peritonitis on (B)(6) 2011. On an unreported date, the patient was treated with fortum injection 2gm, vancomycin injection 1gm and heparin injection 2,000 units (routes & frequencies not reported). The cause of the peritonitis was unknown. It was unknown whether the event of peritonitis resolved. It was not reported whether dianeal pd2 ultrabag therapy was continued. The reporter believed the event of peritonitis was unrelated to dianeal pd2 ultrabag therapy.